Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced during device change-out. Patient was stable.